Event description:
It was reported by the patient that the controller screen flickered once, went black, and then smelled a "strange plastic odor". No impact to the patient's blood glucose levels were reported. Medical treatment was not required. The patient had a back method for insulin delivery until they received their replacment controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported malfunction. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.